Event description:
It was reported that an unk amount of spectrum pumps are frequently alarming for upstream occlusions when delivering cold fluids such as blood or potassium (programmed amounts and delivery rates unk).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.